Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/29/2017 with the following findings: the keypad cover was intact and all buttons responded normally to button presses. The keypad cover was removed and no defects were found to the button contacts. The complaint could not be duplicated on investigation. Unrelated to the original complaint, investigation revealed moisture internally on the keypad flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The previous supplemental was submitted as follow-up #2, however it should have been follow-up #1.